Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 08.501.001.05s, lot 3l25478: manufacturing site: bettlach. Supplier: (B)(4). Release to warehouse date: april 17, 2019. Expiry date: march 01, 2024. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was completed: the visual inspection of the sternal zipfix has shown that five parts were returned in this complaint. Four parts had some signs of wear, one part did not show signs of wear. The functional test was conducted with the result that the parts were able to lock as intended, without any slipping. The parts were assembled with the correct orientation of the locking features according to the instructions within the technique guide. The complaint condition was not able to be recreated during the investigation. The manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. The complaint is rated as unconfirmed for these sternal zipfix based that the parts are functional as required. But the complaint is confirmed as some signs of wear were visible. After a full drawing review, no design defects were detected. No action is required, as the complaint cannot be replicated, and no design defects were detected. The surgical technique guide was also reviewed. It cautions that when securing the sternal zipfix, the cut end must not be inserted at an angle. Additionally, the user is cautioned against using excessive force or forceps when trying to tighten the implant. Additionally, the user is indicated to ensure the zipfix is properly oriented prior to insertion into the locking head. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, that during a procedure the sternal zip fix bands dissolved after implantation and tightening with the application pliers. The sternal zip fix bands were revised and a sternal closing with steel wires was needed. This was done within one surgery. There was a surgical delay of thirty (30) minutes. The surgery was completed successfully. There was no adverse harm to the patient. Concomitant devices reported: application pliers (part number unknown, lot unknown, quantity 1). This report involves sternal zipfix w/needle peek 5u. This is report 1 of 1 for (B)(4).